Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n320419, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported he was having issues with the pain stimulator and needed assistance resetting it as it was not working properly. The patient couldn't switch the stimulation to the right side and it seemed to have shifted or moved because it was putting pressure on the patient's bottom and the patient's mobility had been adversely impacted as well. The patient spoke to a managing facility but they didn't know what to do about it. The change in therapy/symptoms was considered gradual. The health care provider was in contact with their local representative about the issue for the patient. The indication for use was spinal pain and other chronic/intract pain (trunk/limbs). If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that he met with his managing physician and the manufacturer representative about the reported issue of not being able to switch stimulation to the right and the impact on mobility. The issue of not being able to switch stimulation to the right has been resolved. If additional information is received, a supplemental report will be submitted.